Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to difficulty in positioning as well as difficulty in extracting and retracting the helix. Upon repositioning attempts during the procedure, the pacing and shock impedances were high. The pacing impedance measured around 1500 ohms while the shock impedance was at 80 ohms. These values were high within normal limits. The physician elected to remove this lead and completed the procedure with a new rv lead. No adverse patient effects were reported outside of the prolonged procedure. This product is expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to difficulty in positioning as well as difficulty in extracting and retracting the helix. Upon repositioning attempts during the procedure, the pacing and shock impedances were high. The pacing impedance measured around 1500 ohms while the shock impedance was at 80 ohms. These values were high within normal limits. The physician elected to remove this lead and completed the procedure with a new rv lead. No adverse patient effects were reported outside of the prolonged procedure. This product is expected to be returned to boston scientific for further analysis. This product has been received by boston scientific, and a full investigation will be performed. A new report will be submitted once this is completed.